Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a connection issue with a minicap transfer set and a minicap, specified as the tip of the transfer set was not fitting properly to the minicap. The issue was noted a ¿couple¿ of days after the transfer set was placed. Five days after the transfer set was placed, the patient presented to the emergency room and was subsequently diagnosed with peritonitis. The following day, the transfer set was replaced. It was not reported if the patient was admitted for the event. Treatment for the peritonitis was not reported. The patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.